Event description:
As reported on the voluntary medwatch: on (B)(6)2010, during the sheath withdrawal at the end of the left femoral artery catheterization procedure, the sheath fractured and a fragment remained in the left groin area. The patient was immediately taken to the operating room for removal of the retained sheath. The surgeon's opinion: the patient's anatomy and history of procedures accessing the groin area contributed to the fracturing of the sheath. The patient was admitted for observation and discharged the following day. Additional information from the voluntary report: the outpatient, admitted for a left femoral artery catheterization, required surgical removal of a retained piece of a sheath. During the sheath withdrawal at the end of the procedure, the sheath fractured and a fragment remained in the left groin area. The patient was immediately taken to the operating room for removal of the retained sheath. The surgeon opined that the patient's anatomy and history of procedures accessing the groin area contributed to the fracturing of the sheath. The patient was admitted for observation and discharged the following day.

Manufacturer narrative:
No product has been returned to assist in this investigation. Per quality control specification, this device requires 100% inspected, ensuring the correct inside and outside diameter of tubing. The material is also inspected, verifying material is free from surface defects, bumps, bulges and protruding coils. The surface of sheath is confirmed to be free of excessive dents, bumps or scratches. In addition, an IFU is provided that cautions the end user that, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present as indicated by physician statement. Additionally, iso standard (B)(4) requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints. (B)(4): flexor check-flo introducer. Catalog: g10383. Also reported to: manufacturer. The reporter does want their identity disclosed.